Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that a day before this report, the patient experienced blood glucose level at 174 mg/dl while the patient was at school. The patient ate and then blood glucose level increased to 395 mg/dl, which was treated with manual injections. Thereafter, the patient went to the bathroom and noticed that the set had come off along with the cannula at the site connector with the adhesive still on the skin. This issue occurred on the second day of infusion use. The site location was right side of patient's leg and the pump was clipped onto the right side in relation to the site. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and pump was not dropped with the set connected to the patient's body. No further information available.